Event description:
It was reported that two days following coronary artery bypass graft, the patient developed cardiac tamponade. The drainage had been measured at only 70cc in a 24 hour period. A second surgery was performed to address the cardiac tamponade and replace the drain.